Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28791. During a remote clinic follow-up, episodes of noise were observed due to possible electromagnetic interference (emi). It is unknown if the noise was due to the device, right atrial (ra) lead, or right ventricular (rv) lead. Additionally, r wave amplitude variation was observed on the rv channel. Abbott technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the noise observed on the right atrial (ra) lead was reproducible during lead provocation testing. Additionally, rv lead damage is suspected to be the cause of the noise and r-wave amplitude variation noted on the rv channel.